Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast discomfort and left-sided breast shrinkage. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants (375cc on the left; 425cc on the right) and experienced postoperative bilateral discomfort. The patient reported that her husband suspected that the left-side was becoming smaller. She also mentioned that she confirmed the left-sided shrinkage via ultrasound. During an explantation on procedure on (B)(6) 2019, the patient stated that her physician noted sliminess and possible leakage of the explanted devices. The patient did not receive replacement devices. This report is for the patient's left-sided device.